Event description:
The account generated a nonreactive hcv 2.0 eia result (pt = 0.248 s/co, cutoff = 0.286 s/co) on a pt who was a known hcv positive pt. The pt also tested johnson & johnson eci reactive (pt = 7.94, cutoff = 1.0 no units of measurement given) using a different sample. Then, the pt tested hcv 2.0 eia borderline reactive (pt = 0.445 s/co, cutoff = 0.415 s/co), riba positive and amplification positive at a reference laboratory. The initial nonreactive hcv 2.0 eia result was reported outside of the laboratory and questioned by the physician. No impact to pt management was reported.